Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A purchasing representative reported cracks in the intraocular lens (iol). Additional information provided that during a cataract extraction with intraocular lens implant procedure, the crack was noted in the product after it was implanted. Further information was provided that the iol was exchanged during the initial procedure.